Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 202 mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, the cartridge was changed to address the issue.